Event description:
It was reported that the patient's right ventricular (rv) lead exhibited low defibrillation impedance. Lead abrasion was suspected. Programming changes were discussed, no changes or interventions were reported. The patient's condition was not known.